Event description:
It was reported that dissection occurred. The target lesion was located in the left anterior descending artery (lad). A 2.75 x 38 promus elite mr stent was deployed to treat the target lesion. After post dilation, a proximal edge dissection was noted in the proximal part of the stent. A 3.50 x 16 promus elite stent was deployed proximally and overlapping to cover the dissection and successfully complete the procedure. The patient was stable post procedure and fully recovered.